Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the balloon did not fully deflate, though the nurse used the correct technique. Urology advised on working with a second flush to deflate the balloon manually and most fluid was aspirated. The foley was then removed successfully. Per additional information received from the complainant via email on 07 jun 2019, the balloon was reportedly inflated with 10cc water and the patient experienced discomfort with the use of the catheter; no medical intervention was reported.